Manufacturer narrative:
(B)(4) FDA final report. Additional information requested was provided and reviewed. The appropriate device details were provided and the relevant manufacturing and sterilisation records have been identified and reviewed. These devices were manufactured, packaged and sterilised to the correct specifications at the time of manufacture. The cleaning method, the sterilization method and sterile barrier system used to package our devices have a long history of safe and effective use at corin for a wide range of orthopedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery. Based on the above, no further investigation can be conducted. As the surgeon confirmed that the link between the devices and the event is excluded, the root cause is considered as external. This case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision after approximatively 2 weeks due to infection

Manufacturer narrative:
(B)(4): FDA initial report. Additionnal information, including x-rays, operative notes and patient medical history, have been requested to the reporter. Available information will be detailed in a supplemental report. The appropriate device details were provided. The relevant device manufacturing records will be identified and will be reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.